Manufacturer narrative:
Product analysis: upon receipt of the suspect complaint device at medtronic¿s quality laboratory, visual analysis showed the valve was loaded within the capsule of the delivery system. The valve exhibited discoloration consistent with prior blood contact. The valve was received in a crimped configuration, with the inflow aspect exhibiting a reniform (kidney-shaped) appearance. As received, all leaflets were observed in a partially open configuration. All leaflets appeared stiff and dehydrated. Deep creases and visible frame imprints were present across the leaflet surfaces, indicating prolonged exposure in a crimped or compressed configuration. All commissures appeared intact. All sutures appeared intact, with no visible damage. The valve was submerged in a warm saline bath (approximately 37°celsius), resulting in expansion of the frame and resolution of the reinform appearance on the inflow aspect. No damage, such as bends or kinks was observed on the frame following warm saline submersion. The valve was immersed in a cold saline bath and positioned onto the loading system to perform a loading simulation following the in structions for use. The frame paddles seated properly within their attachment pockets. The capsule was advanced to cover the frame paddles and outflow crown struts, then further advanced until the capsule guide tube covered the valve¿s commissure pad. The inflow cone was advanced to crimp the inflow portion of the valve. The capsule was fully advanced over the valve. Post-loading inspection of the capsule revealed no visual or tactile anomalies. Following loading, the valve was deployed in a warm saline bath (approximately 37°c). The deployment knob was rotated to expose the inflow portion of the valve, with no visual anomalies observed. Deployment continued through the waist region and progressed to the point of no recapture without issue. The valve was then fully deployed. No visual or tactile anomalies were observed during the deployment simulation. Updated h.6 medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Image review: four fluoroscopic media files were provided for review. The patient¿s executive summary was not available, which limited the ability to perform a comprehensive anatomical assessment. Fluoroscopic valve load inspection was performed and a misload was identified by crown overlap beyond node 4. Overlap prior to node 4 is considered a good load; overlap at node 4 and beyond is considered a misload. As stated in the instructions for use (IFU), if a misload is detected, do not attempt to reload the valve. Do not use the entire system. The valve, catheter, loading system, loading tray, and saline must all be replaced with new sterile components. The valve attempted to be implanted and during deployment an infold was observed. The infold is characterized by an inward fold or crease in the valve, extending from the inflow. Infolding could occur due to a misloaded valve, anatomical characteristics such as calcium, and recaptures. If an infold is identified, the valve should be recaptured, removed from the body, and not used. New sterile components must be used. Evidence suggests that the infolded valve was not implanted and was withdrawn from the patient. A new valve was loaded and confirmed a good load under fluoroscopy. The new valve was subsequently implanted, and final angiogram revealed an expanded valve with no signs of aortic regurgitation/paravalvular leak. Updated h6. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Continuation of d10: product ID l-evolutfx-34 (lot: 0012857318); product type: 0195-heart valves; product ID d-evolutfx-34 (lot: 0012777711); product type: 0195-heart valves; select patient information cannot be included in the regulatory report due to regional privacy regulations. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during a transcatheter aortic valve procedure, the valve was loaded and fluoroscopy inspection showed the line was between node 3 and 4. The valve was then implanted. The cusp overlap view was used to confirm positioning and the valve was under-expanded and an infold was noted. The valve was recaptured and removed. A new system was used and was implanted successfully.

Manufacturer narrative:
Updated: b5, h6. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during a transcatheter aortic valve procedure, the valve was loaded and fluoroscopy inspection showed the line was between node 3 and 4. The valve was then implanted. The cusp overlap view was used to confirm positioning and the valve was under-expanded and an infold was noted. The valve was recaptured and removed. A new system was used and was implanted successfully. Additional information was received that a procedural delay of five minutes occurred as a result of the infold.